Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated threshold, decreased r-wave, and decreased impedance. During the lead revision procedure, the helix would not re-deploy. The lead was explanted and replaced with a new lead. The patient had no consequences due to the event.

Manufacturer narrative:
Date of explant should have been (B)(6) 2018.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of threshold, r-wave, and impedance anomalies were not confirmed, while helix issue was confirmed. Helix was clogged with blood/tissue and inner coil was over-torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. Analysis was normal.